Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 23mm sapien 3 ultra valve in the aortic position, the first 23mm sapien 3 ultra valve was prepared in normal fashion and delivered through the 14 f esheath plus via the right subclavian artery. The valve strut somehow bent and became lodged into the wall of the sheath in the blue portion of the sheath about 3cm from the tip of the sheath the valve was unable to advance and decision was made to remove everything as a system. A second 23mm sapien 3 ultra valve, 23mm commander delivery system, and 14f esheath plus, were prepared. The second attempt was successful, with a great outcome. No harm was done to the patient. Additional information and pictures were provided, based on the information and the pictures, the valve strut was protruding through the sheath.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted to reference a related reports. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: (B)(4).

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the site and revealed the following: crimped thv on delivery system, thv strut observed protruding through sheath shaft. One (1) bent strut observed under fluoro. One (1) bent strut at thv inflow side. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on the provided imagery from the site. Available information suggests procedural factors (excessive device manipulation, high push force) likely contributed to the event as a bent strut was observed at the inflow side of the thv and was observed to be protruding through the sheath. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.